Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that insulin leaked from the reservoir into the reservoir compartment. It was also stated that the customer experienced high blood glucose readings between 17 and 30 mmol. Nothing further was reported.